Event description:
Consumer states, after using a tampon she went to the bathroom to change it, and the string came out leaving the tampon inside of her. Consumer states she had to leave work to go to her gynecologist and have the tampon removed.